Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced for early battery depletion.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unexpected drop in longevity on the cardiac resynchronization therapy defibrillator (crt-d). It was noted there was increasing right ventricular (rv) lead threshold and high right atrial (ra) lead threshold. Follow up concluded that no intervention was performed and the device will be monitored more frequently. The device and leads remain in use. No patient complications have been reported as a result of this event.